Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the sensor session expired early. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the sensor session expired early could not be determined. A root cause could not be determined.